Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. Evaluation of the distal end/external portion of the driveline that was replaced on (B)(6) 2017 did not reveal any wire damage that would have contributed to the reported event. The pump was returned with the driveline cut approximately 7.5 inches from the pump housing and the severed portion of the driveline was returned. Evaluation of the severed portion of the driveline did not reveal any wire damage that would have contributed to the reported event. Electrical continuity testing of the pump-end portion of the driveline did not reveal any discontinuities or shorts. The metal braided shielding and clear bionate layer were removed, and examination of the underlying wires revealed an insulation breach and exposed conductors of the green wire adjacent to the pump housing. The insulation breach of the green wire appeared to be the result of abrasion from the metal braided shielding due to repetitive flexing of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. The breach in the green wire could have interrupted function as a result of the exposed conductors potentially contacting the metal braided shield and inducing an electrical short to ground if the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, a pump stoppage occurred. The patient was asymptomatic. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. On (B)(6) 2017, another pump stoppage event occurred. The patient was placed back on a non-grounded patient cable and no further pump off events occurred. The pump was subsequently exchanged on (B)(6) 2017. During the exchange procedure, the surgeon reportedly observed a burnt section on the driveline internal to the patient. No additional information was provided.